Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis, requiring hospitalization. On (B)(6) 2011, the patient was given a loading dose of amikacin (250mg, ip) and continued therapy with amikacin (125mg, once daily, ip) and vancomycin (1gm, once daily, ip). The root cause and the outcome for the event of peritonitis was unknown. At the time of reporting, the patient remained hospitalized, the remedial therapy of amikacin and vancomycin continued and dianeal pd2 ultrabag therapy was ongoing. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.